Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The MFR's service tech was able to duplicate the reported complaint in normal ventilation mode use. The service tech reported the ventilator blower was not functioning. The service tech replaced the blower to address the reported problem. Failure of the blower in normal ventilation mode could result in no ventilation or air output during operation. Applicable final testing was completed and passed to operating specifications.